Manufacturer narrative:
As reported, the 3dmax large mesh ripped/tore when inserted through an 8mm trocar. The instructions-for-use recommends the use of an 11mm trocar size for product code 0115321. Evaluation of the returned sample finds there are cracks in the edge seal and a tear that starts in the edge seal and continues into the mesh. Surgical tool / graspers were used during the placement attempt with the tool markings present where the tear begins. No manufacturing anomalies were found. Based on the event as reported and sample condition, root cause is forces applied to mesh while attempting to deploy through an 8mm trocar with graspers which is smaller than the recommended trocar size. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2024. Per the instructions-for-use, supplied with the device, ¿it is recommended to use a 10mm internal diameter trocar to introduce a medium bard 3dmax mesh, and an 11mm internal diameter trocar to introduce a large bard 3dmax mesh. The size of the extra-large bard 3dmax mesh may inhibit deployment through a trocar. Use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." This MDR represents the 3dmax mesh right large (device #2). An additional MDR was submitted to represent the 3dmax mesh left large (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
As reported, during a robotic inguinal hernia repair procedure, two large 3dmax mesh (left - device #1, right - device #2) ripped twice when being inserted through the 8mm trocar. It was noted that the mesh was rolled to be placed through the trocar using a grasper and the mesh tore in each attempt. There was no patient injury. This file represents 3dmax mesh right large (device #2).